Manufacturer narrative:
Approximate age of device ¿ 1 year and 9 months. The patient remains ongoing on lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient was hospitalized due to high grade aortic valve insufficiency. The patient underwent transcatheter aortic valve implantation (tavi) on (B)(6) 2018. The patient discharged on (B)(6) 2018 in a stable condition. Echocardiography showed no aortic valve insufficiency. No additional information was provided.

Manufacturer narrative:
No product was returned for evaluation. A correlation between the device and the reported event could not be conclusively determined. The patient remains ongoing on vad support and no further issues have been reported. The surgical procedures section of the heartmate 3 instructions for use warns that moderate to severe aortic insufficiency must be corrected at the time of device implant. If not addressed, the lvad will not be able to provide the intended flow. No further information was provided. The manufacturer is closing the file on this event.